Manufacturer narrative:
This report is submitted on june 25, 2024.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). Surgery to reposition the magnet was completed on (B)(6) 2024. The implanted device remains.